Manufacturer narrative:
An investigation was performed that determined the hole in the lens with exposed electronics was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the c9-4v transducer had a hole in the lens with exposed electronics. This was associated with an epiq 5g ultrasound system. The issue was found outside of clinical use and no patient or user was harmed. Information was provided to the customer for a replacement part to address the customer's immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.